Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer complained about broken hinges of the patient support for stitching.

Manufacturer narrative:
The digitaldiagnost release 4 is a stationary x-ray system for general radiographic purposes. The patient support is an accessory that enables the examination of full leg or full spine, with the patient standing upright. For ease of use, the stand has wheels and a folding footboard. The footboard is connected to the frame via two hinges. If in use, the wheels need to be locked, and the footboard needs to be folded down. For transportation, e.g. From one room to another, the footboard has to be folded up and fixed by a hook. Philips field service engineer investigated at site and observed that both hinges were defective (broken). How the hinges got defective could not be investigated. He exchanged the hinges and the system respective the patient support works as specified. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for 21 cfr 803. Correction: device, results and conclusions.